Event description:
I was implanted laparoscopically with mesh for ventral umbilical hernia with a covidien parietex dual mesh pco9 which was affixed using the autosuture protack device using 30 titanium tacks. One of the tacks broke away from the mesh and migrated to the colon. Over the course of a year chronic debilitating pain became worse in the area of where the mesh was implanted. Walking became very difficult and on some days, I needed a wheelchair to get around. I then developed interstitial cystitis and fibromyalgia. The chronic pain continued until the mesh was ex-planted. After ex-plant, it took another year of therapy to walk normally again. The surgeon who removed the mesh stated that "the rough side of the mesh was facing intraperitoneal and maybe responsible for the dense adhesions to the greater omentum. The smoother side was identified on the outward side facing the abdominal wall."